Manufacturer narrative:
Additional data: b5: the lens was implanted on (B)(6) 2016. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -11.50 diopter, in the patient's left eye (os). The reporter indicated haptics contacted the peripheral corneal endothelium. The lens remained implanted. The cause of the event was due to user error. The reporter indicated they didn't have experience in the early time when icl floated in the anterior chamber with the "ovd free" technique. This patient was part of a study comparing the safety of implantable collamer lens (icl) with and without ophthalmic viscosurgical device (ovd).

Manufacturer narrative:
Corrected data: h1: in initial MDR and supplemantal report should be corrected from serious to malfunction. Claim# (B)(4).